Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3587a, lot# lb1949, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the stimulation was in the wrong location. The patient felt stimulation current on their back side that was not supposed to be there. There were no known accidents or incidents related to this complaint. The stimulation voltage was increased on (B)(6) 2015 and they had been increasing stimulation on her own since the beginning of the year to cover pain. The last increase was to 1.9v. On the morning of the report the voltage active was 2.1v and they never turned stimulation that high on their own.